Event description:
Procedure: pneumonectomy. According to the reporter: on the next day of surgery, leakage was found. Re-operation was done and found that the edge of the sheet of duet touched the part of the lung and tore the tissue. Additional suturing was done on the tissue. The patient is under observation.

Manufacturer narrative:
(B)(4)